Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was operating in safety mode. Subsequently, this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker was shipped for return analysis.